Event description:
It was reported that on (B)(6) 2010, due to stable angina and a positive stress test the patient underwent the index procedure with the deployment of one drug-eluting stent to the proximal left anterior descending (lad). Residual stenosis was 0% with timi iii flow. On (B)(6) 2010, the patient received the study medication clopidogrel dose 75.0 mg. On an unknown date in 2005 the patient was started on aspirin dose 81.0 mg. On (B)(6) 2010, the patient was discharged from the index hospitalization. On (B)(6) 2011, an outpatient stress test revealed evidence of s prior anteroapical non st-elevated mi when compared with prior study, no ischemia, ejection fraction 50%, and a small area of apical hypokinesis. On (B)(6) 2011, an outpatient catheterization revealed in-stent stenosis in the lad in the proximal part of the stent of about 75 or 80% and an apical defect in the left ventricle, consistent with a previous injury. On (B)(6) 2011, the patient was admitted to the hospital for in-stent stenosis. The patient had a left heart catheterization with coronary angiography followed by the placement of a drug-eluting stent to the proximal lad. Residual stenosis was 0% and timi iii flow was recorded. The event was considered recovered/resolved . On (B)(6) 2011, the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported myocardial infarction (mi) and re-stenosis are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.